Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further complaint investigation.

Event description:
Customer reports problems with the hemochron elite instrument. Pt was bleeding after sheet-pull and needed surgery to stop the bleed. Signature device gave 120 seconds as act (jact+). Pt's aptt lab result was 4.29. Target time for sheath pull is 150 and below.